Event description:
It was reported that during a partial gastrectomy procedure, after the sixth firing on stomach the staples deployed but did not form and the knife did not cut. The procedure was delayed by sixty minutes. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned, however, the reload cartridge was discarded.

Event description:
It was reported that during a partial gastrectomy procedure, after the sixth firing on stomach the staples deployed but did not form and the knife did not cut. The procedure was delayed by sixty minutes. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned, however, the reload cartridge was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.